Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer adjusted the position of sample probe a and cleaned the probe. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium results from the cobas 8000 c702 module. The initial result was 1.55 mmol/l, and the repeat result was 1.94 mmol/l. The questionable result was not reported outside of the laboratory.